Event description:
It was reported that on (B)(6) 2026, following transurethral bilateral ureteroscopic laser lithotripsy with stent placement, a urinary catheter was left in place and at approximately 18:30, the catheter balloon ruptured resulting in spontaneous dislodgement of the catheter; upon examination, the catheter was found intact with no residual material, and the patient was advised to increase fluid intake and was monitored for spontaneous urination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.